Manufacturer narrative:
This event occurred in (B)(6). For the medwatch on the ft4 reagent, refer to the medwatch with patient identifier (B)(6). For the medwatch on the tsh reagent, refer to the medwatch with patient identifier (B)(6).

Manufacturer narrative:
Samples from the patient were provided for investigation. An interfering factor to streptavidin was identified in the sample. This interference is documented in product labeling.

Event description:
The customer alleged they received questionable free triiodothyronine (ft3), free thyroxine (ft4), and thyrotropin (tsh) results for one patient. Prior to a hip replacement, thyroid hormone testing was requested, among other things. The patient's sample was initially tested on a cobas 8000 e602 module, serial number (B)(4). The ft3 result was 16.01 pmol/l, ft4 result was 54.0 pmol/l, and tsh result was 1.95 mu/l. A repeat measurement of the ft4 on an emergency cobas 8000 analyzer had a result of 41.4 pmol/l. The sample was tested on a beckman coulter analyzer and the ft3 result was 9.98 pmol/l. The sample was tested on an architect analyzer and the ft3 result was 5.77 pmol/l. The sample was then sent to a nuclear medicine laboratory for testing on an advia centaur. The ft3 result was 6.9 pmol/l, the ft4 result was 19.9 pmol/l, and the tsh result was 3.10 mu/l. The customer stated the next day they received sample material without thyroid test ordered on it. The thyroid tests were performed and the ft3 result was 17.94 pmol/l, ft4 result was 51.37 pmol/l, and tsh result was 1.63 mu/l. Clarification on whether this was the same sample as the results above was requested but not provided. This sample was then tested in the nuclear medicine laboratory. The ft3 result was 6.9 pmol/l and the ft4 result was 18.6 pmol/l. The customer stated the discrepant results were reported outside the laboratory and an orthopedic surgery was postponed. The patient was not adversely affected by this event.